Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test, 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings.

Event description:
Customer reported via phone call that their needle hub is stuck in the serter. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.